Event description:
It was reported that during the distal burring of a tka procedure, after burring away all of the pink and blue, the burr would not expose itself to finish burring off the green portion. We checked that the exposure guard was fully seated. Then, assured the drill was secured in the handpiece correctly. After those checks did not allow us to burr still, we took the handpiece and drill apart, to completely reassemble. Still with no effect on the issue. We also reverified checkpoints that nothing moved. We ended up having to switch to speed mode to get the rest of the bone removed. Also, manual instrumentation from s+n was used. Issue caused a delay no greater than 30 minutes. No patient injuries were reported.

Manufacturer narrative:
The reported navio handpiece, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A device history record review was not performed, as the record for this handpiece could not be located at this time and it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system user¿s manual was reviewed and it provides instructions on distal burring techniques. Additionally, product labeling has been ruled out as an issue for this complaint. This failure is captured in the navio risk profile. A clinical/medical investigation noted that the surgery was finished with manual instrumentation. A delay of not greater than 30 minutes and no patient impact involved. No clinical/medical documentation has been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts to obtain additional information regarding this complaint did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. The impact to the patient was reported as unknown. A relationship, if any, between the subject device and the reported event could not be determined. A factor that could have contributed to the reported event would be if the bur size selected in the system was different from the size of the bur being used with the device. Ation.

Manufacturer narrative:
Memo for the submission added.